Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated thresholds due to possible dislodgement/migration caused by generator migration.